Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: display blackout and blinking sometimes, it due to defective cp board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it due to defective cp board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the video processor presented that the lcd touchscreen backlight was not illuminated, and the screen fluctuated when touched. The image appeared when the camera head was connected, but the lamp could not be lit due to the screen being black. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.